Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated that the patient had increased pain. Troubleshooting: ¿pump telemetry to communicate dosage, alarms and reports.¿ action: ¿communicated telemetry report with facility and physicians.¿ the issue was not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving morphine via implantable pump. The indication for use was malignant pain. The patient representative reported the patient started experiencing dizziness,lightheadedness, restlessness, elevated heart rate, and was taken to the cardiac unit. The patient was complaining back pain where the tumor was located, but the patient said the pain was very severe. They wanted to have a representative come to the hospital to check the pump. The patient current doctor has moved away. Additional information received from a consumer (con)indicated that the company representative checked the pump and determined that the pump was empty even thou the pump should not been empty. The pump was broken but the patient representative did not know the reason. The healthcare provider (hcp) was going to replace the pump but was not urgent at that time. The patient was in the hospital on the cardiac floor because they thought the patient was having a cardiac issue but in fact, it was withdrawal due to the pump being broken. The patient representative wanted to know if medtronic could contact the physician to express urgency to get the pump replaced. The patient was going to be discharged with oral medication and that was not the same. Additional information received from a company representative (rep)indicated that the patient was in the process of finding a managing physician. The technical services (ts) reviewed considerations for an empty pump alarm and recommended filling the pump. Additional information received from a healthcare provider (hcp)indicated that the patient was hospitalized for cardiac reasons and her pump ran out of medication. The hcp stated that "alarm date" was (B)(6) 2023 but they are "questioning if it's malfunctioning" because the "alarm never went off in the last two weeks. The issue was not resolved through troubleshooting.

Manufacturer narrative:
H3. Analysis of the pump identified that there were no anomalies with the pump and the device passed all testing in the laboratory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.